Manufacturer narrative:
After battery installation, the pump gave a steady white display due to a cracked lcd controller. Unable to perform functional testing including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with a cracked lcd window and minor scratches on the case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 216 mg/dl. The customer stated that the pump was dropped on the floor. The customer mentioned crack on display. The display was not readable. The insulin pump was returned for analysis.